Event description:
Brakes will not hold.

Manufacturer narrative:
Tech found that the set screw was missing on the tube spacer. Tech replaced set screw. Tech checked that brake functions all work normal. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.